Event description:
It was reported that the implantable pulse generator (ipg) device exhibited premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 86% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Hybrid analysis and evaluation demonstrated normal operation with nominal current drain levels and functionality. No hybrid anomalies were found. If information is provided in the future, a supplemental report will be issued.